Event description:
Manufacturer's investigational unit confirmed missing segments and icons on the aviva nano system. No adverse event reported.

Manufacturer narrative:
The event occurred in (B) (6).